Event description:
The sales rep reported: the catheter tip looked like it had part of the titanium coil coming out the proximal end. This could have been caused because the surgeon pulled it out of the touhy needle one or two times. So it was either defective or damaged so we opened a new one. Please have the replacement sent to my home (B)(6). No delay in surgery. Additional information received in a phone call with rep stated: there were no delays in surgery or adverse consequences to patient. Also, the alert date was (B)(6) 2014.

Manufacturer narrative:
Upon completion of the investigation, received a 41 inch surestream catheter with the stylet inserted in the flow path. Visual examination of the catheter confirmed the complaint. A small segment of the internal metal coil is exposed. The internal coil is protruding from the outer sleeve at the distal end. The exact manner in which the coil became exposed could not be verified; however, it is likely that the coil became stuck to the touhy needle and pulled when removing the needed. It is also possible the manufacturing processes resulted in coil exposure, however, the outer sleeve does not appear to be compromised - does not appear stretched, cut or distorted. There were no other anomalies noted on the entire length of catheter. The flow path appears to be clean and open. This is the first complaint of this type for this product code and lot number; therefore, it appears to be an isolated incident. We will continue to monitor for this or similar complaints for this product code and lot number. At the present time, this complaint is considered closed.